Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube the shield/cap stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "cap color is not always the same color in different lot numbers.